Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head coming off handle . Device breakage. No adverse event. No adverse event. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that oral-b brushheads, version unknown (floss action) kept coming off the oral-b power rechargeable toothbrush handle professional care, and he/she had to hold it on while brushing. The consumer reported he/she had been using floss action brush head refills for years this was the fourth refill he/she had. 2 packs of 2 were purchased, and the first pack was discarded. No symptoms were reported. Relevant history: none reported. No further information was provided.